Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the administered volume was lower than what was programmed. 8ml was programmed but only 2ml bolus was given. As a result, patient felt unrelieved pain of contractions, cesarean section under general anesthesia, and a new epidural administration.